Manufacturer narrative:
Block a4: it was reported that the patient weight is 61.5 kg. Block e1: initial reporter facility name: (B)(6). Block h6: device code a0501 captures the reportable event of basket detached.

Event description:
It was reported that a zero tip basket device was used during a ureterolithotomy procedure. Reportedly, after the stone was taken out from the patient's body, the four claws of the basket fell off outside the patient. The procedure was completed with another of the same device with no patient complications.

Event description:
It was reported that a zero tip basket device was used during a ureterolithotomy procedure. Reportedly, after the stone was taken out from the patient's body, the four claws of the basket fell off outside the patient. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block a4: it was reported that the patient weight is 61.5 kg. Block e1: initial reporter facility name: (B)(6). Block h6: device code a0501 captures the reportable event of basket detached. Block h11: investigation results the returned zero tip basket was analyzed, and it was noted that the handle returned in good condition. Media analysis was performed and shows that the sheath was bent at the distal section. Microscopic examination was performed under magnification, and it was possible to noticed that the sheath returned stretched, kinked and smashed at the distal section. Functional examination was performed and with the handle actuated, it was not possible to see the basket; however, a resistance was felt when actuating the handle indicating the basket might have gotten inside the sheath. Destructive test shows before disassembling the device that there was evidence of the torque mark. The handle cannula was assembled to the pinch vise and with the pull wire was removed. The pull wire and the basket were assembled to the notch cannula. There was also evidence of the 8 crimp marks that was noticed. The basket was in good condition, and no other visual defects were noted. With all the available information, boston scientific concludes that the reported event was not confirmed since was not possible to identify any evidence of the alleged issue on the device since once the device was disassembled, it was possible to observe the basket properly assembled in the notch cannula. However, the observed findings of sheath being stretched, kinked and smashed at the distal section, these could be related to handling and manipulation of the device during procedure, it is probable that an excess of force applied to the device such as operational factors during their use could lead to stretch, kink and smash the sheath causing that the basket got inside the sheath that might have thought the doctor the basket got detached. It was noted that during manufacturing process a final inspection will ensure the functionality and integrity of the device and would have captured the encountered failures. Therefore, taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure, and the device had no influence on the event.